Event description:
After device deployment, collagen was sticking out of incision site. A loose piece of collagen was removed along with a short piece of suture, which looked like a knot that had come undone.